Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu4069 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reeu4069) have been reported from the same facility.

Event description:
It was reported "customer called in stating they have leak from the clave (white side) used for chemo patients. The leak occurred during the flush." Additional info. Received 02/04/2021: "what they¿re being treated for: metastatic poorly -differentiated adenocarcinoma of the lung with metastatic disease to bone, 'no patient harm reported" it was stated this occurred with two devices. This report addresses the second device.